Event description:
It was reported that the customer experienced unexplained high blood glucose. The customer's husband stated that since the customer had began insulin pump therapy, she had high blood glucose levels. He stated that they had gone through self test and tube clamp testing already. He noted that there was one occasion in which there was blood found backed up in the infusion set cannula. The blood glucose reading reached as high as the 500 mg/dl range. He noted that the customer's blood glucose reading was in the 309 mg/dl range when the insulin pump issues began. He declined to proceed with the troubleshoot process, requesting replacement of the insulin pump. The caller had to leave the call prematurely and stated that he would call back later. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No cosmetic damage was noted on the pump assembly. The pump passed the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests.